Event description:
The manufacturer of a contact lens care cup for use with 3% hydrogen peroxide systems received a report that a lens cup cracked. There was no injury to the patient. Complaint unit has been forwarded for evaluation; results pending.